Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose (bg) level was 500 mg/dl. The alarm had not cleared at the time of report. The customer declined further follow-up from tandem technical support to ensure the alarm had cleared. Reportedly, bg level was addressed via the pump. Multiple attempts were made to confirm the device serial number, however no response was received from the customer.